Event description:
It was reported the device became entrapped on the guidewire and stripped the guidewire. A 2.4mm jetstream xc catheter was selected for an atherectomy and angioplasty procedure to treat the 50% stenosed, moderately calcified and moderately tortuous target lesion. Two successful passes through the lesion were made in blades-down mode. However, the catheter began to stick to the guidewire and would not advance or rex. The rpms decreased to zero. While replacing the catheter and guidewire, a deflection and stripping of the guidewire was observed. The guidewire was subsequently disposed, and two re-primes of the jetstream catheter were performed. The new guidewire could not be advanced through the jetstream catheter as there was something blocking it. A new catheter and guidewire were used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported the device became entrapped on the guidewire and stripped the guidewire. A 2.4mm jetstream xc catheter was selected for an atherectomy and angioplasty procedure to treat the 50% stenosed, moderately calcified and moderately tortuous target lesion. Two successful passes through the lesion were made in blades-down mode. However, the catheter began to stick to the guidewire and would not advance or rex. The rpms decreased to zero. While replacing the catheter and guidewire, a deflection and stripping of the guidewire was observed. The guidewire was subsequently disposed, and two re-primes of the jetstream catheter were performed. The new guidewire could not be advanced through the jetstream catheter as there was something blocking it. A new catheter and guidewire were used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - device codes: corrected.